Manufacturer narrative:
The service engineer (se) reported that the issue was not duplicated. The se reported that the touchscreen was replaced as preventive measure. The device was cleaned, and tested; the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.